Manufacturer narrative:
Preliminary analysis of provided data showed normal battery depletion.

Event description:
Reportedly, the device longevity was not as long as expected by the physician.

Manufacturer narrative:
Please refer to the attached analysis report. Event date corrected. - attachment: [20190417 - file-2019-00208 - analysis_and_closure_report_resp-2019-00588.pdf].

Event description:
Reportedly, the device longevity was not as long as expected by the physician.

Event description:
Reportedly, the device longevity was not as long as expected by the physician.